Event description:
Patient reported left side "feel off, not as full as before, and exchange". Later, patient reported deflation and exchange of textured device due to patient's concern with product. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.